Event description:
It was reported that during a lap hiatal hernia repair procedure on (B)(6)2024, the surgical technician (cst) was holding the tipcam where the light cord plugs into the proximal end of the scope. The cst burned her finger on the junction where the light cord attaches to the light source. This caused a slight skin discoloration on her finger, and no treatment was deemed necessary then. They were able to complete the procedure without any further incidents. According to the customer, the cst is doing fine now.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Item 26606bca (tipcam1 rubina 30°, opal1 nir/icg, 4k 3d) was used together with this device during the incident as a concomitant item (as listed in section d10), which was filed under another internal complaint ID (B)(4).

Manufacturer narrative:
Correction: we have now marked this as adverse event with serious injury. And per evaluation findings by the manufacturing site: according to the customer, the operating technician suffered a burn to his finger during the operation on the connection for the light guide cable on the tipcam optics used. A possible cause of increased heating in this area could be contamination of the light guide socket on the device side or an incorrectly selected light intensity output. The risk of heating and tissue traumatization is described in IFU 97000213v 3.0 - 11/2017. Based on the customer's descriptions, we assume a user error. The evaluation for the requested period from 01.01.2020 - 20.06.2024 resulted in four (4) complaints with a total sales quantity of 17919 units and a resulting rate of 0.02%. No further measures will be initiated. This event is filed under internal complaint ID (B)(4). Item 26606bca (tipcam1 rubina 30°, opal1 nir/icg, 4k 3d) was used together with this device during the incident as a concomitant item (as listed in section d10), which was filed under another internal complaint ID (B)(4).